Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and found evidence of foam particles inside the assembly. Dust and dirt was also found during device evaluation. The device was scrapped.